Event description:
There was a temperature sensor error with the ablation catheter after placement into the patient. The catheter was removed and replaced with the same issue - this catheter was also removed and replaced with no harm to the patient. Both catheters were from the same lot and were reported to the vendor. Manufacturer response for ablation catheter, (brand not provided) (per site reporter).